Manufacturer narrative:
(B)(4).

Event description:
It was reported that after successful puncture, the safety shield failed to activate when the needle of the suspect device was withdrawn. No injury or medical intervention was reported.

Manufacturer narrative:
Device evaluation: result - a review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6175434. This device was manufactured 8/8/2016-8/10/2016. One actual used sample was returned for evaluation. The sample was visually inspected. The cannula tip is exposed and the tip shield not activated. No damage to the v-clip was observed. In the laboratory, the cannula was withdrawn and was then activated successfully. Conclusion - bd was able to confirm the customer's indicated failure mode. According to the customer report, this incident may have been caused by a v-clip tilt that caused the v-clip to not hold the catheter adapter. This would result in the inability to activate the tip shield, leaving the cannula tip exposed. Corrective actions have been taken, including training to employees in the production process and operators of the v-clip assembly. R&d has also been contacted regarding design improvement. See manufacturer narrative.